Event description:
Note: the date of event is unknown it was reported to boston scientific corporation in 2007, that a resolution clip device was used during a hemostasis procedure (patient age, gender and weight are unknown). According to the complainant, the clip would not detach from the delivery system to complete deployment. The device was removed by "pulling back" on the clip without any further trauma to the site. Procedure completed with a different device (unknown product). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to. The resolution clip device returned and was evaluated for the reported failure. Visual evaluation found that the clip assembly was not deployed and located outside the over sheath approximately 0.25" from the distal end. According to the evaluator, "the clip assembly was jammed onto the bushing." Review of the clip assembly determined that the clips were not locked in the capsule and the tension breaker, still attached to the yoke, was undeformed. The root cause of the reported failure could not be determined.